Manufacturer narrative:
E1: event city: (B)(6). Event country: austria. Name: medtronic minimed: country: united states of america, street address: 18000 devonshire street, city: northridge, state: california, zip code: 91325. Based on the available information, this event is deemed to be a serious injury. Request was performed for additional information including lot number; however, lot number was not provided. A complaint investigation was initiated under complaint investigation. Unfortunately, no specific lot number was identified, which limits the ability to trace or analyze a particular item. Investigation in progress. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545. Manufacturing site: 8021545.

Event description:
It was reported that patient faced cannula issue on (B)(6) 2026 as the cannula was found bent. The blood glucose level was high which was treated with insulin pump.